Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer's blood glucose level was 231 mg/dl. Customer declined to perform troubleshooting with tandem technical support.